Manufacturer narrative:
This report is submitted on 03 march 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, subsequently the device was explanted (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.